Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 3889-28, lot# va0y3hl, implanted: (B)(6) 2015, product type: lead. (B)(4).

Event description:
The consumer via a manufacturer representative reported that as the patient was scooting out of bed, they caught the implant on their sheets and felt that they pulled their implant and lead out of place. The patient met with their physician's assistant (pa) and a manufacturer representative on (B)(6) 2016 to check their impedances and look at the implant site. The patient was seen by their health care provider (hcp) and there was no impedance and no abnormal presentation of the pocket or lead. The patient continued to experience efficacy of their system. The matter was closed at this time and no surgical intervention occurred. The indications for use for this patient were urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor.